Event description:
It was reported to clinical specialist that a patient underwent a transcatheter valve implant inside an existing edwards bioprosthetic valve due to severe stenosis after an aimplant duration of approximately 7 years. Event details indicate, " transcatheter valve was deployed and placed at intended position. Patient had no pvl and trace ai after deployment. Stable patient was then transferred to the unit for post op management."

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. No information to suggest a device quality deficiency that may have caused or contributed to this event.